Event description:
It was reported that a pt underwent a femoral popliteal bypass procedure in (B)(6) 2010 and suture was used on the vessels. About 2 months after the procedure, the knots didn't hold and the anastomosis opened. No hold of the suture could be seen. The pt underwent a new vessel anastomosis and has had no further complications.

Manufacturer narrative:
(B)(4). Results - rep samples were returned for eval. Suture dispense, tactile and visual inspection of samples met the requirements. Knot pull, straight pull, knot slippage and diameter test results also met the requirements. Conclusion: the devices were received in a condition that meets specification. The actual device batch # associated with this event is not known. The international affiliate reports the following possible batch numbers: batch bke008 mfg date: 09/09/2009, exp date: 07/31/2014. Batch cbb727 mfg date: 02/05/2010, exp date: 01/31/2015. Batch bgp235 mfg date: 06/29/2009, exp date: 01/31/2014. In addition, a review of the batch mfg records for the possible batch numbers was conducted and the batches met all finished goods release criteria.